Event description:
It was reported that the appropriate implant was selected for the patient. Subsequent to implantation, the patient experienced a periprosthetic fracture in the acetabulum. It is not known what caused the fracture. The patient was revised and a larger implant used as a result of the fracture that had occurred for better fixation. The patient is reported to be doing well after the revision surgery. It was reported that no further information is available. Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, g3, g6, h2, h3, h6, h11. No product was returned or pictures provided; a product evaluation could not be performed. As per complaint investigation this complaint is processed as a limited investigation. Limited investigations do not need to have the DHR, raw material certificate, sterilization certificate, complaint history, product hold/field action pulled and reviewed. Also, a review of the risk management file has not been completed as the product is considered unrelated to the reported event. Complaints are monitored per complaint trending process. Radiographs were provided and reviewed by a radiologist. On (B)(6) 2024, the left hip arthroplasty shows anatomic alignment. An undated image reveals a fracture of the medial wall of the acetabulum with loosening of the acetabular implant and displacement of the implant components into the left hemipelvis. There is no fracture of the proximal femur. On (B)(6) 2024, interval arthroplasty revision was performed, including plate, screw, and cement fixation of the acetabular fracture. In the available image, alignment appears anatomic with no evidence of dislocation. Based on the available information, the reported event can be confirmed; however, it can be assumed that only the shell played a role on the periprosthetic fracture on the acetabulum. Therefore, the head reported in this complaint is not involved in the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10. G7 pps ltd acet shell 48c item# 010000661 lot# j7696942. 32mm i.d. Size c neutral liner item# 20103203 lot# 66842788, femoral stem cementless collared high offset 12/14 taper size 6.5. Item# 574202065 lot# 3205483. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a revision surgery 16 days post implantation due to instability. Due diligence is in process and no additional information on the reported event has been provided.